Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 700 mg/dl. Customer had symptom of being very sleepy and having a weird color pee. Customer was hospitalized due to diabetic ketoacidosis and in the intensive care unit for a few days. Customer was hospitalized for nine days and was treated with insulin IV drip and manual injections. Customer was wearing insulin pump at the time of hospitalization. Customer reported that insulin pump was removed when admitted into the hospital, when customer was discharged, it was noticed that battery cap was missing and lost from hospital. Customer was advised that battery cap would be replaced. Customer was reported that after receipt of battery cap, customer could call for troubleshooting.